Event description:
The customer reported that their device was powering off by itself intermittently. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and was still unable to verify the reported failure; however, observed worn contacts located on the smart battery contact pcb. The worn contacts could potentially cause the reported failure of the device intermittently losing power if one of the batteries installed, isn't recognized by the device. The smart battery contact pcb was replaced as a precaution, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.